Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from the mother of a female pt that ther daughter's cup burst during use. No injury occurred. This is their second experience of a bursting cup. The MFR has implemented corrective actions to prevent reoccurrence of this event.